Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a correlation to the evaluation of (B)(6)cannot be conclusively determined. (B)(6) was returned with the pump cable severed approximately 10¿ from the pump housing. The remaining distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was returned secured around the graft attachment. Additionally, a distal portion of the outflow graft bend relief was returned unattached. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the proximal side of the inlet extension revealed a thin layer of tissue surrounding the opening. The tissue was strongly adhered and did not appear to obstruct the flow of blood. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 24jul2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists all adverse events, including infection (local, driveline and pump pocket) that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection and how to care for the driveline exit site, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR: 2916596-2019-04352, related MFR: 2916596-2019-03659, related MFR: 2916596-2019-02533, related MFR: 2916596-2020-05355. Aortic valve replacement related MFR: 2916596-2018-05638. The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient had a pump exchange due to multiple driveline infections and incisions and drainages to clear without improvement. The patient was admitted on (B)(6) 2020 for positive blood cultures. It was reported that the patient underwent an avr (aortic valve replacement) for severe ai (aortic insufficiency) in (B)(6) 2018. It was noted that it was difficult to tell what started the infection but due to multiple invasive surgeries it was likely seeded at the time of a surgery in the past. I was reported that the patient underwent a pump exchange on (B)(6) 2020. The patient was noted to be recovering in the ICU (intensive care unit).